Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation; subsequently, bleedback was noted. The extension set was being used to deliver an unspecified volume of tpn and lipids at an unspecified rate via a plum pump. The male adapter of an unspecified plumset was connected to the clave port on the proximal end of the extension set and the male adapter of the t-connector on the distal end of the extension set was connected to the pt's peripherally inserted central catheter, (PICC). On (B)(6) 2011 at 1600, the delivery was started. On (B)(6) 2011 at 0500, the nurse noted bleedback in the PICC line and solution leaking from the t-connector. The volume of solution that leaked was not specified. It was reported that the tubing separated from the t-connector. The extension set was reported and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.